Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
The handpiece loses air in the connection with the hose. The axis of the equipment is nailed, it does not turn. The event occurred during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On march 25, 2019, it was reported that the hand piece loses air in the connection with the hose. The axis of the equipment is nailed; it does not turn. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome by flextronics on april 12, 2019 revealed that the machine head was damaged. The swivel was loose and the motor speed was below specifications. The calibration was out of specifications at all settings and the control bar was not in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was not performed as flextronics deemed the device non-repairable. The device was returned to the customer unrepaired. It was inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the swivel was loose. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the swivel was loose. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
There is no additional information available.